Event description:
A surgeon reports zonule rupture occurred during implantation of the intraocular lens. Some resistence was felt while delivering the lens, but the surgeon continued to push. The lens had to be removed. Currently, the patient remains aphakic.